Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The device evaluation found the nozzle had foreign objects due to insufficient cleaning. Additional findings include the following: water tightness was lost due to the adhesive peeling between the light guide lens and the distal end, the adhesive around the light guide lens was peeled, the paint on the suction cylinder was peeled, the control unit had discoloration, the adhesive on the bending section cover had a chip, the play of the up / down knob was out of standard due to wear of the angle wire, the paint on the air / water cylinder was peeled, and the connecting tube had a dent. The following had a scratch: scope connector cover, the suction connector, protector of the universal cord on the suction connector, protector of the universal cord on the control section, universal cord, grip, scope cover, switch box, switch 1, forceps elevator lever, forceps elevator knob, up / down / right / left knob, control unit, and the bending section cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material in the nozzle could not be determined. A follow-up communication was performed to see if the reprocessing steps had been implemented in accordance with the IFU, the root cause of the remaining foreign material was unable to be determined. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: the instruction manual, chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the objective lens cleaning function. Inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative on behalf of the customer reported to olympus, the gastrointestinal videoscope had an insufficient angle. The issue was found during evaluation. Inspection and testing of the returned device found the nozzle had foreign objects due to insufficient cleaning. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.